Event description:
It was reported that the distal portion of the catheter separated. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that when the outer/protective sheath was removed, the distal portion of the catheter became separated. The device was never in the patient's body. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the patient was fine post procedure.

Event description:
It was reported that the distal portion of the catheter separated. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that when the outer/protective sheath was removed, the distal portion of the catheter became separated. The device was never in the patient's body. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned with the balloon protector partially removed the device and the proximal balloon folds were found to be unfolded. The investigator was unable to apply a vacuum to the device as per preparation instructions due to a shaft break. For investigation purposes the investigator removed the balloon protector with a little resistance experienced as negative pressure could not be applied to the device. The balloon protector's inner diameter was verified at 0.0435 inch using a calibrated pin gauge. A visual examination identified that the balloon was not subjected to positive pressure. The balloon material and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A visual and tactile examination found the shaft polymer extrusion to be completely detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found no kinks or damage to the hypotube of the device. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the distal portion of the catheter separated. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that when the outer/protective sheath was removed, the distal portion of the catheter became separated. The device was never in the patient's body. The procedure was completed with another of same device. No patient complications were reported.